Manufacturer narrative:
The fistula was challenging to repair, and the aus procedure had to be aborted. Believed to have started from an erosion and formed along dilation path. The current instructions for use states "radiation therapy with proact devices in vivo may cause an increased risk of device erosion." This patient did have recent radiation therapy, potentially leading to device erosion/fistula.

Event description:
Patient was scheduled to have proact devices removed and replaced with an aus because of "significant pain with it and no benefit". The surgeon discovered a hole in the urethra "which was essentially fistulized to the skin via the proact insertion site."